Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been treated by the paramedics for hypoglycemia. The patient's blood glucose levels dropped to 29 mg/dl while wearing the pod longer than 48 hours on the abdomen. The patient was treated with a gel but she could not swallow this and instead they opted to try an intravenous therapy (IV). The medics asked the patient's mother if they should take the her to the hospital but after using the IV drip, the bg levels rose to 197 mg/dl and it was decided she did not need to go.